Event description:
This is the first of two reports regarding a cusa excel 36khz straight handpiece (same product problem, same user facility, same product serial number, different patients, different incidents). On an unknown date, the handpiece overheated during surgery. No other information provided. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.